Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient experienced inaccurate cgm readings beginning seven days after the sensor was inserted in the abdominal area. On (B)(6) 2025, the patient was admitted to the hospital for non-dexcom and non-diabetes-related surgery. During the procedure, while under anesthesia, the attending physician informed the patient that he experienced hypoglycemia, which was treated with an intravenous glucose (IV) infusion. No other medications or treatments were administered during the event. At the time of the hypoglycemic episode, the patient was wearing the cgm sensor but was unaware of the cgm readings due to being unconscious. The patient believes that a bg test was performed after the glucose IV was administered, but he does not know the specific bg or cgm values at that time. During the post-operative period, the following readings were recorded: bg: 77 mg/dl, cgm: 122 mg/dl and bg: 70 mg/dl, cgm: 125 mg/dl. The patient was discharged the same day, having stayed in the hospital for approximately 6 to 8 hours. At the time of this report, the patient was still in the recovery phase following surgery. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. The reported glucose values fall within the b and c zone of the parkes error grid during the post-operative period. No additional patient or event information is available.